Event description:
It was reported that this right ventricular (rv) lead had fractured, and that the pacing impedance was greater than 3000 ohms and the shock impedance was greater than 200 ohms. This lead also had a few oversensed beats. Boston scientific technical services stated to were considering further evaluation in the clinic. Subsequently this lead was surgically abandoned and a new lead was successfully implanted. No additional adverse patient effects were reported.